Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse test due to an inability to deliver a pulse. The cause for the inability to deliver a pulse is the inability of the converter to charge. The cause for the inability to charge the converter is a damaged resistor r30 (sm power resistor) on the computer / analog (ca) board. One of the resistor leads was detached from the ca board. The root cause of the detached lead cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the broken lead on r30. The last pt to use this monitor did not report any deficiencies.